Manufacturer narrative:
H4:d5: information unavailable.

Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the clips did not form properly. Rep returning clip with instrument which was pulled from abdomen. The instrument was from a procedure tray, lot number j44c82. There was no consequence to the pt.